Event description:
Report of event rec'd with device returned for analysis. Hcp reported device was explanted due to infection and pressure ulcer in back at catheter site. Follow up info provided that pt had swelling, drainage and incisional wound opening at catheter track. A culture was obtained but results were not provided in the report. The pt rec'd IV antibiotics and a total device system explant. The event is considered to be "ongoing" and the pt is in a debilitated status and has decubitus ulcers.